Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. Global receiver functional testing resulted in no failures related to the customer's complaint. The reported fault could not be reproduced. The customer complaint could not be verified.